Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold ranging from 0.8 volt (v) at 0.4 milliseconds (ms) to 5.5 v at 0.4 ms. There were no significant changes in lead impedance or intracardiac electrogram amplitude. On the chest x-ray, the bending of the rv lead had decreased, and although no obvious lead displacement was observed, the attending physician suspected lead displacement. As a result, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.